Event description:
Per report received from foreign MFR: balloon burst at 2-3 bar. Mounted stent is victor stent. This stent does not have a sharp edge. Doctor has no problem to use combination of goldie and victor stent. But this time goldie ruptured 3 times continuously, all sch-50125.